Manufacturer narrative:
The author of the journal article was contacted for additional information. No additional information regarding the patient, dates of product usage or observed injuries could be obtained.

Event description:
It was reported in a february 2015 journal article that (B)(6) year old man with esophageal cancer developed a stage 3 pressure ulcer on the left side of his face after using the anchorfast device in the prone position for 36 hours. The pressure injury resolved following several weeks of treatment. No additional information was able to be obtained.